Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation; the cannula hub and protective cap were not returned for evaluation. Through visual examination, no damages or abnormalities were observed on the capillary surface and at the luer lock area. The returned sample was connected with a syringe and flushed with red dye solution; no leakage was observed from the entire catheter hub. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. This product is assembled on automated assembly machines equipped with 100% vision system on capillary leakage at leakage test station. The defective parts will be detected and automatically rejected by the machine. The process cards of the complaint batch show no abnormalities. Based on the investigation, the reported defect could not be observed nor replicated. The sample is within specification; the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported from medsun uf/ importer report # (B)(4): describe the event or problem: while placing IV, catheter was not kinked when they inserted it, however when they went to flush it, saline/ blood sprayed back from the site.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.